Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The site representative reported that the power of mobile view station (mvs) failed. No green power line led was illuminated . Replaced mvs 10a fuses on the mvs power board. The equipment runs successfully. The fuses have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following replacement of the fuses and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the mobile view station (mvs) power failed. There was no patient present when this issue was identified. No additional details were provided.